Event description:
Alert: rv (right ventricular) defib lead impedance warning on (B)(6) 2023. Rv defib lead impedance >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).